Event description:
Stevenson v. L. Intrathecal baclofen in multiple sclerosis. European neurology. 2014; 72 suppl 1:32-34. Summary: many patients with severe multiple sclerosis (ms)-related spasticity have an inadequate response or poor tolerability to oral antispasticity medications. Before taking the decision to escalate therapy, it is important to review the trigger factors for spasticity (bladder, bowel, skin) and optimize the physical management program. If escalation therapy is still required, options to consider include intrathecal baclofen. This review examines the use of intrathecal baclofen. Reported events: -there were ten cases of catheter dysfunction requiring replacement.

Manufacturer narrative:
It was not possible to match these events with any previously reported events. Concomitant product: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).